Manufacturer narrative:
A2 - age at time of event: 54 years old at the time of study enrollment. A4 - weight: 88.4 kg. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the ranger device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that vessel occlusion occurred, requiring additional intervention. The subject underwent treatment with the ranger drug coated balloons on (B)(6) 2025 as a part of the clinical trial. Treatment of target lesion was performed by dilation using 4.0 x 60mm, 135cm ranger drug coated balloon study device. The balloon was inflated one time for 120 seconds at 12 atm. On (B)(6) 2026, the subject underwent target revascularization, treated with right lower extremity angiogram and balloon angioplasty. On the same day, the event was considered resolved.

Event description:
It was reported that vessel occlusion occurred, requiring additional intervention.the subject underwent treatment with the ranger drug coated balloons on (B)(6) 2025 as a part of the clinical trial. Treatment of target lesion was performed by dilation using 4.0 x 60mm, 135cm ranger drug coated balloon study device. The balloon was inflated one time for 120 seconds at 12 atm. On (B)(6) 2026, the subject underwent target revascularization, treated with right lower extremity angiogram and balloon angioplasty. On the same day, the event was considered resolved.it was further reported that on (B)(6) 2026, the subject was noted with peripheral vascular diseases. The intervention was performed in the posterior tibial artery of the right leg and an additional site identified as the distal vein graft.

Event description:
It was reported that vessel occlusion occurred, requiring additional intervention. The subject underwent treatment with the ranger drug coated balloons on (B)(6) 2025 as a part of the clinical trial. Treatment of target lesion was performed by dilation using 4.0 x 60mm, 135cm ranger drug coated balloon study device. The balloon was inflated one time for 120 seconds at 12 atm. On (B)(6) 2026, the subject underwent target revascularization, treated with right lower extremity angiogram and balloon angioplasty. On the same day, the event was considered resolved.

Manufacturer narrative:
A2: age at time of event: 54 years old at the time of study enrollment. A4: weight: 88.4 kg.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional informationa2 - age at time of event: 54 years old at the time of study enrollmenta4 - weight: (B)(6).device history record:it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.labeling review:review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time.risk review:a risk review performed for the ranger device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product.investigation conclusion:based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.